Event description:
During a follow-up, an increase in pacing threshold was observed. It was noted that the lead had dislodged. As such, the lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.